Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported everything was reset back to what it was before, even though it drains the battery faster. Pt also have the back maxed out at 51.5 and the neck at 99. Pt wishes they could get more "juice" but the settings won't allow it. Pt is just waiting to get all the old hardware replaced with a different battery so they can get more relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they saw a manufacturer representative (rep) today at the hospital to check the scar. Patient stated the representative refigured the settings on their tablet to try to save energy, but the settings the representative put the patient on were shocking the patient in their neck and back every 5 minutes. Patient inquired if there was a way to remotely put the settings back to the settings they had before. Patient stated they had it on a continuous pulse and she had it on a different pulse; they would rather had it on what they had.' Patient stated they didn't mind 'maxing' when the stimulation was continuous, but the 'stabbing pulses' were what they don't like. Patient mentioned their last implant was implanted in 2012 and their previous ins did not go up this high for settings but it also didn't drain the ins battery as fast as their current one is. Patient mentioned they have an appointment with the surgeon within the next couple weeks and the surgeon stated they would come up with a plan to change the patient's hardware (ins) to a rechargeable battery. Patient stated their current ins battery had 3 months left on it. Agent assisted patient in connecting to ins and patient provided model and serial number of ins, but patient unable to find handset serial number. Patient read 'low output detected' when in 'about' section of mystim app. Patient stated they were on group b and know how to turn stimulation on/off/up/down but they have their back maxed out at 51 and neck at 38 and they do not want to change that because they liked the stimulation on their back. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, the reason for call was patient stated they couldn't feel any stimulation in their neck or back and saw a message on their handset that said the battery was depleted and to call the clinic: code 302. Patient said they saw the message a day or two ago, but they weren't paying any attention to it and kept seeing the blue light flashing on their phone.

Event description:
Additional information was received from the patient. They reported that the cause was determined to be "old impants to close to a scan." The steps taken to resolve the issue is that the patient changed the setting back to what it was even though that means they will have to burn through the battery faster. Patient said the battery wont last them more than a couple more weeks, 1.5 months in total. Patient to try to get the implant replaced with a new implant, a new recharge system. Patient mentioned they have much damage in both shoulders and neck, they cant get enough juice to their body to ease the pain to their back and neck. The rest of their back and shoulder gets nothing, they like the system but one is not enough to cover their pain areas. Patient stated they need 1-2 more but the insurance wont cover it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.